Event description:
It was reported to nova biomedical that in 2007, the consumer received high readings, and according to the consumer, she two months later administered insulin based on the readings. The consumer subsequently experienced a hypoglycemic event which did require medical intervention in the emergency room. The emergency room tested the consumer getting a result of 39 mg/dl. It was found during the call that the consumer removed the test strips from the vial and placed them loosely in carrying case, which is against our directions for use, which may affect the integrity of the test strips. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.